Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. There was an additional finding of the image was blurry due to detached lens in the distal end. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the telescope "ultra", 10 mm, 30° was loose inside. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the blurry image (non-reportable malfunction) it is likely due to excessive use. However, as stated in the previous report, the customers complaint was unable to be confirmed/reproduced, therefore the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.